Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powered off. A field service engineer (fse) found the station was running but drawer 2 of the main had no power. The fse found a bad drawer board in drawer 2.1, replaced damaged retractor bands and a faulty t board, removed the drawer controller board from drawer 5.2 in the out-of-service m6 station. The configuration was run successfully after the board swap and testing confirmed no further errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was powered off. Customer mentioned that the screen was black and failed to turn in back on, tried to unplug and plug in the station, but failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.